Event description:
It was reported that patient had high dfts where a 40j shock could break the patient's vf rhythm during induction testing, but a 36j shock could not. The physician discovered the rv lead was previously implanted incorrectly and scheduled a rv lead repositioning.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.